Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding requiring intervention. The biopsied lesion was 1.1 cm in the right lower lobe (lateral segment). A 23g flexision needle (5 passes) and compatible forceps (9 passes) were used for biopsy. Imaging modalities utilized included c-arm fluoroscopy and radial endobronchial ultrasound (ebus). The diagnosis obtained from pathology was inflammation (non-infectious)/granulomatous inflammation (benign). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made multiple attempts to obtain additional information; however, as of the date of this report, no new information had been obtained.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication could not be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.